Manufacturer narrative:
Product evaluation: confirmed blade has heavy delamination. Tip broken off.

Event description:
It was reported that during intubation, the blade broke off in the pt's mouth. It did not break off into the throat. The customer reported that the unit looked "intact" when it went into the mouth and did not look brittle. It took the end user "few" minutes to get a back up device. There was no reported injuries to the pt.